Event description:
It was reported that a patient presented to clinic for lead revision. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead; physician also suspected rv lead dislodgement. On (B)(6) 2022, the physician elected to reposition the rv lead. The patient condition was stable.